Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by a basic evaluation patient that they still felt like they needed to go to the bathroom all the time and that they did not urinate. There were no further complications reported.